Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   Information contained in this report was previously submitted through psr on 15oct2018. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma and capsular contracture, baker grade IV.

Event description:
Health professional reported right side capsular contracture, baker grade IV, rupture, cysts, pain, ¿lobulated contour,¿ ¿increase of liquid around the implant,¿ and ¿light capsular thickening." Treatment with singulair was given. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification and deformation. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing. Wrinkles (creases) are observed but have no relationship with manufacturing. The unit is not rupture.

Event description:
Physician reported right side capsular contracture, baker grade ii or IV and pain. Ultrasound reported "rare simple cysts", "lobulated contours", "capsular thickening as well as increased liquid around it, suggesting contracture". Healthcare professional reported rupture, on behalf of patient.